Event description:
The hearing aid (h/a) dispenser reported that the flex tip option came detached from the hearing aid shell and remianed in the user's ear. The user was referred to a physician who removed the material and prescribed antibiotics as a precautionary measure.